Event description:
The site reported the following: the unit shut down during use. The power was restored when the "on" button was depressed. The patient exam was completed without event. The customer confirmed that there was no injury or adverse event.

Manufacturer narrative:
On (B)(6) 2013, (B)(4) distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.